Event description:
It was reported that during implant the high voltage lead impedance read greater than 200 ohms for the rv coil to can. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal.